Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue. In addition, it was reported that the customer experienced an elevated blood glucose level of 508 mg/dl, cause was unknown. Customer declined to further troubleshoot with tandem technical support.